Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue; the stm found that the batteries could run for over two hours and the iabp logs showed that it ran on battery power for over two hours before shutting down. However; the stm replaced the batteries as they were expired. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the unit shut off on battery and a battery failure occurred on the cs300 intra-aortic balloon pump (iabp). Staff transfer was required, no further patient information is available. There was no patient harm or injury and no adverse event was reported.